Manufacturer narrative:
The sheath has not yet returned to karl storz for evaluation.

Event description:
Allegedly, during a turp procedure, the ceramic tip of resectoscope sheath broke off inside the patient's bladder. The doctor retrieved the broken piece and completed the procedure. The physician is confident that he removed all the fragments from the patient. Patient is in stable condition and doing fine.

Manufacturer narrative:
The sheath was evaluated . The ceramic beak is broken off, and the shaft is dented. Damage is most likely due to the ceramic beak making contact with a hard surface causing an internal crack and resulting in breakage; we cannont confirm.